Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with two accu-chek inform ii meters (serial numbers (B)(4) and (B)(4)). At 9:07 a.m., a sample from the patient was tested using accu-chek inform ii meter serial number (B)(4), resulting in a glucose value of 25 mg/dl. At 9:22 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting in a glucose value of 212 mg/dl. At 9:30 a.m., a sample from the patient was tested using accu-chek inform ii meter serial number (B)(4), resulting in a glucose value of 44 mg/dl.

Manufacturer narrative:
The customer's test strips were returned for investigation. The strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. There was no obvious reagent discoloration. As the primary packaging seal was acceptable for the returned vial, there is evidence to support that the returned product was appropriately sealed. The test strips were tested using glycolyzed blood. All testing with the returned strips produced acceptable results and no strip defects were observed.